Event description:
The customer alleged the bed exit did not alarm on a centrella bed when the patient exited the bed. The patient fell, but per the customer, there was no injury or medical intervention associated with reported event. This occurred during patient use. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The customer alleged the bed exit did not alarm on a centrella bed when the patient exited the bed. The patient fell, but per the customer, there was no injury or medical intervention associated with reported event. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The baxter service technician inspected the centrella bed, and the bed functioned as designed. No malfunction was identified. In this event, a patient fall occurred without subsequent injury or medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding no serious injury occurred. The cause of the event is undetermined, but unlikely related to the device. The centrella bed functioned as designed during inspection by baxter. Although there was no reported serious injury with this event, if the report of the bed exit not sounding when a patient exited the bed were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.